Event description:
Reportable based on analysis completed on 17oct2014. It was reported that crossing difficulties occurred. Vascular access was obtained via right femoral artery. The de novo target lesion being treated was located in the moderately tortuous left circumflex (lcx) artery. After the physician engaged the left main, dottering was done with a 1.5mmx12mm unspecified balloon catheter into lcx and predilatation was performed. A 32mm x 3.00mm promus premier¿stent was selected; however, the device was unable to cross the target lesion. The physician decided to use two 3mmx18mm non-bsc drug eluting stents and the procedure was completed. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, deformed and stretched distally out over the tip of the device. This type of damage is consistent with resistance being encountered while attempting to advance the device into a difficult lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink at the proximal end of the hypotube within the manifolds¿ strain relief section. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).